Manufacturer narrative:
H6: medical device problem code 1494 clarifier- indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a dissection in the right coronary artery with heavy tortuosity and 99% stenosis. The 2.8x19 mm and 2.8x16 mm graftmaster covered stents could not cross to treat the dissection due to the tight lesion. Another unspecified stent was used to treat the dissection. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a dissection with mild bleeding in the right coronary artery with heavy tortuosity and 99% stenosis. The 2.8x19 mm and 2.8x16 mm graftmaster covered stents could not cross to treat the dissection due to the tight lesion. Another unspecified stent was used to treat the dissection. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported that the 2.8x16 mm graftmaster had resistance with the lesion during removal and the stent dislodged and was retrieved via snare. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance and difficult to remove could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. It was reported that the procedure was to treat a dissection. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. The reported difficulties and subsequent unexpected medical intervention appear to be related to circumstances of the procedure, as it is likely the device interacted with the heavily tortuous, 99% stenosed lesion during advancement, resulting in the reported failure to advance and observed bunched nylon sleeve. Further interaction with the challenging anatomy during removal of the device, as resistance was noted, likely contributed to the observed material deformation (stretched / bent struts and smashed stent), contributing to the reported difficult to remove; ultimately causing the reported stent dislodgement. The stent was retrieved via snare. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: b2 - outcomes attributed to ae: other serious removed; required intervention added. B5: describe event or problem: updated d4 - model # added h6: health effect - impact code 2199 removed and 4641 added. Medical device problem codes: 2923, 1528 added. Corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated